Event description:
The customer reported that the system was used and image was not very clear they have tried to increase dose to get better images but without success. Heat unit message was detected to lower dose and images were not clear enough to see on this setting. The patient was moved to another system to finish the procedure. The customer alleges that the patient received more dose than intended.

Manufacturer narrative:
The customer reported that the images were not very clear and they tried to increase the dose to get better images but to no success as a x-ray tank overheat warning message was displayed. After e-mail conversation with the fse we understood that the involved patient was not harmed but the procedure needed to be redone on another system. Due to this issue the involved patient only received an cumulative radiation of 219 mgy and the total procedure took 10 minutes of radiation. (B)(4). The field service engineer checked the log file and only found overheat entries, but no other malfunctions or errors were listed and he spoke to the customer and explained that this is normal system behavior. When a c-arm is in elevated over temperature condition the system cannot provide a high resolution image as it does not allow the user to increase the dose. The system can still be used but uses a lower dose output to protect itself from damaging the x-ray tube, thus a poor fluoroscopy image will be the result. Initial image quality was tested at this point and was acceptable but nonetheless the fse performed the filament adaptation, detector front end calibration, dose output checks and a final tube performance verification. He assessed the iq afterwards which was correct and handed system over to the staff for clinical use.

Event description:
The customer reported that the system was used and image was not very clear they have tried to increase dose to get better images but without sucess. Heat unit message was detected to lower dose and images were not clear enough to see on this setting. The patient was moved to another system to finish the procedure. The customer alleges that the patient received more dose than intended.

Manufacturer narrative:
When investigation is completed a follow up report will be sent to FDA. (B)(4).